Event description:
Situation: foreign substance identified on needle. Background: a pharmacy technician utilized attention to detail and identified a black foreign substance on a 16g needle when inspecting supplies prior to compounding. Assessment: this product should not be used while investigation occurs. Supply chain has been notified. Recommendation: review supplies and quarantine bd precisionglide 16g needles with the following lot number until further instruction. Bd precisionglide needle. Ref# 305197. Lot# 2088798. Manufacturer response for needle, precisionglide needle (per site reporter) e-mailed rep requesting RMA and mailer.